Manufacturer narrative:
Multiple attempts have been made to the customer to obtain additional information including an offer of an injector checkout and additional applications training without response. The disposable kit that was in use during the procedure was reported to be discarded by the site. A lot number was provided on the medwatch report and retained samples have been requested. Once the sample is received by product analysis, testing will be performed, and a follow up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer received medwatch report # (B)(4) which contained the following information: a (B)(6) year-old male patient with a history of arteriovenous malformation (avm) underwent a diagnostic radiology procedure while connected to a provis injector system. According to the medwatch report, air was injected into the patient and was confirmed by the images; the exact amount of air was not disclosed on the report. Post procedure, the patient was monitored for a few hours and repeat imaging was performed with no observation of air on the images. The site reported that the air was quickly re-absorbed, and the patient did not have any adverse effects. No further medical intervention was reported. The medwatch report further described a connection issue between the syringe tip and the contrast tubing.

Manufacturer narrative:
Multiple attempts have been made to the customer to obtain additional information including an offer of an injector checkout and additional applications training without response. The disposable kit that was in use during the procedure was reported to be discarded by the site and unavailable for evaluation, however a lot number was provided on the medwatch report. Bayer product analysis received and functionally tested a retained sample of the subject lot number and found the disposable performed to specifications. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer received medwatch report # (B)(4) which contained the following information: a 14-year-old patient with a history of arteriovenous malformation (avm) underwent a diagnostic radiology procedure while connected to a provis injector system. According to the medwatch report, air was injected into the patient and was confirmed by the images; the exact amount of air was not disclosed on the report. Post procedure, the patient was monitored for a few hours and repeat imaging was performed with no observation of air on the images. The site reported that the air was quickly re-absorbed, and the patient did not have any adverse effects. No further medical intervention was reported. The medwatch report further described a connection issue between the syringe tip and the contrast tubing.